Event description:
A malfunction was reported on the customer's pump, but there were no notable events leading up to the issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.